Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, that they must hold communicator on device. This is a hassle but works when finally connected. Patient said that may do a replacement, but waiting on device logs to be analyzed. The surgery date was not fixed yet. Additional information was received from the rep. This patient does not have a replacement surgery planned at this time. Rep mentioned another name of the rep and said that rep may have more information on this, if any thing changes! The managing md for this patient is fully aware of this situation. Additional information was received from the rep that there has been no new information regarding this patient. No surgery has been scheduled as of yet either. As far as the logs go, rep said they brought a couple engineers with them the last time they visited with patient. Rep also said that one of the engineer was able to grab logs and her and her team are in the process of evaluating the logs in hopes of finding a root cause for the issues patient is having.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
They were unable to reproduce any chronic communication issues with patient's handset or recharger. They did notice that patient's c ommunication with handset was less successful when patient was holding the handset in their right hand (ins in left buttock) vs left hand. It was also noticed that communication was more successful when the handset and tm91 were taken out of the backpack case. There was a tablet validation error that occurred during the course of the troubleshooting session (which lasted 3-4 hrs) and tablet log files were gathered from this event. However, there isn't a large concern about the validation error as there was a lot of back and forth between the tablet and handset occurring. The patient was using their handset frequently to manually adjust their group programmed with neurosense (ns). This group was reprogrammed so that the ns programming was working better for the patient at the end of the clinic visit. At the end of the visit, the patient was still frustrated and unsure if they wanted to keep their current implant or not. The patient and rep will discuss this further with the hcp. Additional information was received from the patient. It as reported that the cause was not determined. Met with them 7 times, replaced the communicators multiple times, several calls with the engineers.multiple reset of the device by the medtronic rep. Next step is replacement of the device. The issue is not resolved 7 months and counting, nothing has been resolved.implant replacement was not scheduled.

Event description:
Additional information was received from the rep. It was reported that cm logs and therapy app logs were analyzed but the cause of this failure was not determined. Log analysis is concluded and no root-cause or findings were identified.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6), product ID tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was caller stated patient is having several issues with communicator. Patient(pt) stated they've had issues from the beginning and about weeks after implant, they were texting with mdt rep who had them restart and reconnect communicator. Patient was seen in office (B)(6) 2025 and troubleshooting/education was done and it seemed the issue was resolved but patient called again today with the same issues happening. Patient stated sometimes the communicator won't connect to implantable neurostimulator (ins) initially and it will take two to three tries. Patient states when they try to make an adjustment, it won't connect but then show the adjustment was successful. Tss had caller restart handset and reset communicator. Patient was able to successfully connect to ins. Patient attempted to increase stim and the screen kept spinning and then showed "no device response" (communicator was in front of them touching their stomach) and then when they moved it back towards their back, it showed the intensity had increased. Patient stated a new message came up today in a white box when they increased or decreased but they couldn't remember what it said and it occurred on the call as well but patient moved past it too quickly. Pss had caller remove communicator from the backpack case and again they tried increasing stim and initially the screen was spinning and spinning for 10 seconds and then it worked; patient tried several more adjustments and it worked immediately as expected (there was no spinning on the screen). The issue was not resolved through troubleshooting. A replacement communicator was sent out. Mdt rep called and was with the patient and caller reviewed that the issue persists even with new communicator that the pt was sent in this initial case. Agent reviewed options for short-term resolution of the issue but noted to caller that replacing the communicator again, at this time, should not be expected to resolve the issue long-term. The caller confirmed information from initial call that the handset/communicator is losing connection/paring as well as having apparent difficulty in communicating with implantable neurostimulator (ins) in general. Rep called back to get the case number. Tss provided the case number. Mdt rep called and reviewed this case with agent. Agent confirmed what had been sent to the pt previously and reviewed what measures could be taken to troubleshoot this issue in the short-term. The caller noted the last time he saw the pt the pt 'connected and everything was good' and the pt is getting good therapeutic benefit. The caller noted he has spoke to other reps around the country who have patients experiencing the same issue related to pairing/communication. The caller is to meet with the pt in office on tuesday and may call back to facilitate total replacement of handset/communicator. Manufacturer representative (rep) mentioned the patient (pt) got a replacement handset and communicator, but the replacement items did not resolve issue. Pt said the connection between the implantable neurostimulator (ins) and handset was sometimes taking 4 minutes to 20 minutes and pt kept getting "cannot find device" message and could not connect handset to ins. Rep insisted issue was not with communicator not found screen and said colleagues of theirs had been having similar issues. Rep said they heard from one colleague that they can clear storage by pressing c lear data and clear cache in the settings screen. Rep was calling to get more information on the impact of clearing data and cache on the handset. Technical services (tss) transferred to hcit for more information. Rep called back with the patient present in the clinic. Rep states the patient received their new communicator and were also sent a handset, even though only a communicator was requested. Rep states the handset continues to show a spinning icon and requires the patient keep the communicator at a distance of about 1 foot to the left. Rep states he cleared cache and data from the handset. Both lights on the communicator are reported to be on. Tss advised rep to reset the communicator and this initially resolved the issue, however after connecting 2-3 more times, this issue continued. Tss sent request to repair to replace the communicator and transferred rep to hcit to assist with obtaining log files. Rep also states on the call that when connecting to the patient's ins there was a por ID: (B)(4). Tss reviewed this code. Tss also sent request to replace the communicator. Tss spoke with rep. Pt continues to have intermittent telemetry with ins and slow response from handset with overall communication, such as when a setting change is made, it will spin and take several or multiple seconds for the change to occur. Pt is worried about getting too much stimulation and not being able to turn it down because of the undependable communication so pt is keeping their stimulation on the lower side. Rep indicated that the best communication occurs when both the communicator and handset are right near the ins site. They did try clearing the cache during july 9 clinic visit on the phone and this seemed to help initially but then the same intermittent telemetry started to occur after a few connection attempts. The pt also reports difficulty maintaining connection to their ins while charging and that connectivity can change without any movement of recharger (wr). The pt's ins can be easily palpated and all edges felt per caller. The caller sent log and mdt report to tss and tss will be sending on to engineering to look at as pt is eager to have some resolution. Caller reiterated issues that patient has been having with handset/communicator. Caller inquired if patient is able to switch groups and decrease stim when ins is completely off. Caller stated they gave patient additional groups and patient switched over to one of the groups and it was too high so they want patient to be able to make changes while therapy is off to ensure they aren't getting too much therapy when switch groups/adjusting settings. Tss emailed caller information. Pt called regarding information as documented in this case and also (B)(6). Pt was escalated from the start of the call and throughout the entire call. Pt stated that they received a letter yesterday that didn't make any sense since the grammar was terrible. Pt stated that they have had problems with the device for 6 months and there hadn't been any response for a resolution. Pt stated that they were very frustrated. Agent offered to document the pt's responses, however pt stated that they had already written out the responses and that they were going to mail their responses back. Pt noted that they just had to add the serial number to the letter, but the serial number was tiny. Pt stated that they hadn't gotten any resolution and that the information was supposedly with the engineers, but they hadn't heard anything. Pt stated that the response to the problem was incredibly slow, so they weren't happy. Pt stated that the device hadn't worked since day one. Pt stated that they met with the rep six or seven times, but the device still wasn't working properly. Pt stated that they were on their third set of communicators and handsets, but they were still having issues. Agent redirected pt to healthcare provider (hcp). Pt stated that they have a meeting coming up with hcp. Pt stated that hcp said that some decisions would be made, however pt stated that they didn't know what that meant. Due to nature of the call with the pt being so upset, agent did not attempt to collect any further information from the pt. Tss sent separate message to mdt rep if the patient has sent back any of their handsets (or is willing to) so we could look at the handset log files for more telemetry data. Per rep, the patient has sent back any extra external components they had. Because repair doesn't track external components that weren't the requested component. So they haven't done any tracking of handsets associated with this case and it's unlikely that they could locate this patient's returned handset. So getting any handset logs from that source is not going to occur. Looking into possibly having an engineer meet with the rep and patient locally but this has not been decided yet. They are considering explanting ins currently. Rep confirmed that pt hasn't had any falls or trauma since implant. There aren't any clear or persistent issues with tablet telemetry per rep.